Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8052947 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd needle filter 19x1-1/2 tw had a broken needle during use . The following information was provided by the initial reported: broken filter needle. The affected components associated with the subject complaint have been requested for return in support of the investigation. No filter needle was returned.

Manufacturer narrative:
Additional information was received from the customer. The following fields have been updated. B.3- date of event (B)(6) 2019.

Event description:
It was reported that the bd needle filter 19x1-1/2 tw had a broken needle during use. The following information was provided by the initial reported: broken filter needle. The affected components associated with the subject complaint have been requested for return in support of the investigation. No filter needle was returned.